Event description:
The event involved a transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 03 ml squeeze flush, macrodrip (pole mount) where it was reported that arterial line broke off at a connection point where it is supposed to be fused together, resulting in patient bleeding and need to replace the line urgently. There was patient involvement there was not significant patient harm, other than some bleeding through the open system until it was clamped. It was noticed and clamped quickly so blood loss was minimal. No delays in therapy. This happened june 10th at 1640. There were no delays in therapy. This happened june 10th at 1640. No medications were involved,

Manufacturer narrative:
Investigation is pending.

Manufacturer narrative:
D9 - date returned to mfg - 16 jul 2024 investigation summary the reported sample of one (1) used list # 011-46103-87, transpac® IV monitoring kit was received for evaluation. The reported complaint of breakage was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the transducer was observed to be broken. Beach marks were observed on the broken region of the transpac. The probable cause of the transducer breaking apart had occurred due to unintentional bending and twisting forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.